Manufacturer narrative:
No product was returned. The investigation confirms that the sigma rp polyethylene tibial insert is not recommended for use with the sigma rpf femoral component. The root cause is attributed to product selection at the time of the initial surgery. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised because incorrect poly was placed during primary surgery.